Manufacturer narrative:
(B)(4) insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. No failed battery alarm noted. Insulin pump received with pillowing keypad overlay. Test reservoir, p cap lock properly inside the reservoir tube. Insulin pump error alarm confirmed in the pump history due to broken trace at keypad assembly. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and failed battery alarm. The customer stated they were able to clear the alarm but not to complete the rewind process. Pump error occurred during self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.